Event description:
It was reported that on (B)(6) 2024, a 8mm amplatzer vascular plug IV was chosen for implantation into atrial septal defect (asd) and patent foramen ovale (pfo) with significant protrusion into the aorta utilizing a non-abbott delivery system. An amplatzer sizing balloon ii was used to size the defect. After release of the 8mm amplatzer vascular plug IV, the device was thought to be too large by the physician. The device was retrieved with a bioptome. A replacement 6mm amplatzer vascular plug IV was then implanted successfully with non-abbott delivery system. There were no adverse patient effects and no clinically significant delay. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
An event of avp IV device thought to be too large was reported. A returned device assessment could not be performed as the device and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Information from field indicated that an 8 mm amplatzer vascular plug IV was chosen for implantation into atrial septal defect (asd) and patent foramen ovale (pfo) with significant protrusion into the aorta utilizing a non-abbott delivery system. Please note that per the instrcutions for use, "the amplatzer¿ vascular plug 4 is indicated for arterial and venous embolizations in the peripheral vasculature."

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 8mm amplatzer vascular plug IV was chosen for implantation into atrial septal defect (asd) and patent foramen ovale (pfo) with significant protrusion into the aorta utilizing a non-abbott delivery system. An amplatzer sizing balloon ii was used to size the defect. After release of the 8mm amplatzer vascular plug IV, the device was thought to be too large by the physician. The device was retrieved with a bioptome. A replacement 6mm amplatzer vascular plug IV was then implanted successfully with an unknown delivery system. There were no adverse patient effects and no clinically significant delay. No additional information was provided.